Manufacturer narrative:
Unknown placement driver. Device has not been returned to manufacture.

Event description:
The doctor indicated that while transporting the implant (bopt5485) from the packaging to the site tooth location #19, the implant disengaged from an unknown placement driver and fell into the patient's mouth. The patient spit out the implant and the implant fell to the floor.

Manufacturer narrative:
One (1) 3i t3 tapered implant 5/4 x 8.5mm (bopt5485) was returned for inspection but the unknown driver tip was not returned. The implant shows signs of wear. The internal drive feature is similarly worn, and slightly discolored. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates the implant fell off of the driver and into the patient¿s mouth. The alleged event is non-verifiable with the information provided. The reported driver was not returned for inspection. A root cause could not be determined. Device manufacture date unavailable.